Event description:
It was reported by the customer that a pyxis medstation es system had failed drawers and required maintenance. The customer stated that the user was unable to access medication which causing delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-oct-2022 to 25- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all-drawer leds were not lit and communication lefs were correct. The field service engineer replaced pyxibus module to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had failed drawers and required maintenance. The customer stated that the user was unable to access medication which causing delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the drawer's light emitting diodes did not lit on due to failed module board. A field service engineer replaced communication bus module board to resolve. The system was functional as intended.